Event description:
The customer reported that the infusion set was changed, forgot to remove the cannula out, and ran 25.0 units of insulin into her body. The customer stated that he did not receive any alarms. Reviewed the alarm history and the no delivery alarm did not show. Checked the bolus history and found that a partial bolus was delivered and the customer stated that he did not suspend the insulin pump during the delivery. Advised the customer that a tubing clamp will be sent and call back once he receives the tubing clamp to complete the troubleshooting. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. No conclusion can be drawn at this time. The device will be returned and further info will follow once the analysis has been completed.